Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15528311, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15517170, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain and swelling at the implantable pulse generator (ipg) site. The patient was not getting an adequate pain relief and was getting stimulation in non-target areas. It was also noted that the patients spinal cord stimulator (scs) lead migrated which was confirmed via x-ray. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Event description:
It was reported that the patient experienced pain and swelling at the implantable pulse generator (ipg) site. The patient was not getting an adequate pain relief and was getting stimulation in non-target areas. It was also noted that the patients spinal cord stimulator (scs) lead migrated which was confirmed via x-ray. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 15253953 UDI: (B)(4). Product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6) batch: 15253953 UDI: (B)(4).